Event description:
Patient in surgery for anterior cervical discectomy with fusion. During surgery, 3 inion cervical plates cracked while surgeon was posting them to the patient's cervical vertebrae. It appears the correct temperature of the water may not have been met.